Event description:
It was reported that during an unknown procedure, it is claimed by the surgeon that when he used the clip applier on a vessel, instead of clipping the vessel the applier cut the vessel. Unknown how case was completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the procedure was a right parotidectomy. It was performed on the (B)(6) 2012. Did the clip cut the vessel? Yes. Did the jaws cut the vessel? She's not sure. What was the quantity of the bleeding? Small. How was the bleeding stopped? He used another smaller clip applier (mcs20). How was the vessel repaired? With the mcs20. Which firing of the device did the event occur on? Not sure but it was towards the end of the 30 clips. What vessel or structure was the device fired on at the time of the event? She's not sure. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, the surgeon tried it once more on the patient and it cut the vessel again- after this he discarded the device and used another clip applier to finish the case. Did somebody other than the primary surgeon fire the instrument? No. The device was returned with excess of dried body fluids. In addition, one of the clips inside the shaft of the device was rotated 90 degrees. An attempt was made to cycle the device but to the condition of the clip and the dried body fluids, the device jam. It is possible that no clip was feed into the jaw will fire the device, there for causing the reported jaw cutting. Prior to each clip application, inspect the jaws to ensure the clip is fully advanced to the tip of the jaws. The batch history records were reviewed with no anomalies noted during the manufacturing process.